Event description:
It was reported that cartridge alarm 20 occurred on pump, and caller also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, confirmed shipping details, and advised that replacement pump would have updated software; caller was instructed on using storage mode, returning problematic pump within 10 days using provided ups materials, and reprogramming pump settings and reconnecting continuous glucose monitor on replacement pump, all of which caller understood and acknowledged.